Manufacturer narrative:
After further review on march 18, 2020, the force sensor issue has been escalated under an internal corrective action, this customer complaint could potentially be related to this corrective action. However, at this moment, since the product has not been returned for analysis it cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent afib - persistent ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion while ablating around the left atrial appendage/ridge. A drop in blood pressure was noticed. The effusion was confirmed with intracardiac echo. A pericardiocentesis was performed removing 5 liters of blood, which were returned to the patient, along with fresh frozen plasma (ffp) and donor blood. The patient stabilized in the procedure room and no further interventions were performed. No surgical intervention was required. The patient required extended hospitalization for an unspecified period and had fully recovered. The caller mentioned that the patient was in heart failure before the procedure, and had a pre-existing pericardial effusion noticed on echo prior to the procedure. The physician believed these conditions contributed to the patient event, and did not state that biosense webster, inc. Products were responsible. In the physician¿s opinion, the patient already had an underlining effusion at baseline due to heart failure. During the case, at the top of the ridge of the appendage side, high contact force was noticed and possibly could have been the reason for a possible perforation with the ablation catheter. The effusion was discovered during use of biosense webster inc. Products. A transseptal puncture was performed with a brk needle. There was no evidence of a steam pop. The irrigation settings were 15ml/min. All force visualization features were used ( graph, dashboard, vector, visitag (1.5 mm 5 sec, 5-20 sec, 1mm tag size with location tags, force and time for coloring option). No additional filter was used with the visitag. There were no error messages observed on the biosense webster equipment during the procedure. Since the patient event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it was assessed as MDR reportable. The high force reading was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. Therefore, it was assessed as not MDR reportable.